Event description:
During the transfemoral tavr procedure, the sapien xt valve was deployed in a 30:70 aortic/ventricular position within a preexisting surgical valve, resulting in severe pvl. The deployment of a second sapien xt valve was required. The patient had a pre-existing 25mm freestyle porcine aortic valve in place and was undergoing a valve-in-valve procedure for failing bioprosthetic valve leaflets and increasing aortic insufficiency. After bav the 26mm sapien xt valve was positioned 50:50 within the suture ring of the freestyle aortic valve, however, during deployment the valve moved significantly ventricular and landed 30:70 a/v. The post deployment tee revealed moderate to severe pvl. Post deployment aortic root angio revealed severe ar. The decision was made to deploy a second valve. The second 26mm sapien xt valve was placed in a 50:50 position inside of the existing sapien xt valve; however, during deployment the valve moved and landed 40:60 a/v. Final positioning of the second valve was favorable. A repeat tee revealed the pvl had reduced to trace. Post deployment root angio also revealed no pvl and no ar. The patient remained hemodynamically stable. The patient was extubated while in the operating room, and was transferred to the cvicu in stable condition. The coaxial alignment of the delivery system and valve were reported as fair during deployment.the malposition of the valve was attributed to the hardened suture ring on the freestyle valve, which was believed to have caused the sapien xt valve to shift during deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and pvl requiring intervention are known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. In this case, the sapien xt valve is not currently indicated for use in a previously implanted aortic surgical bioprosthetic valve; therefore the labeling does not instruct the operator how to position the sapien xt valve in this scenario. The exact cause of the event could not be confirmed; however, per report, the malposition of the valve and subsequent pvl was attributed to the hardened suture ring on the freestyle valve which was believed to have caused the sapien xt valve to shift during deployment. The fair coaxial alignment of the delivery system and valve could have also been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.